Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and when they put a new battery they got critical pump error and also had frozen display. Customer stated the display was not blank less than 30 seconds. Customer stated insulin pump had picture of a insulin pump with red x on it and an arrow pointing to a book with question mark and also insulin pump got wet. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case , cracked case-corner of belt clip rails, and cracked battery tube threads. After battery installation, device powered up and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify frozen screen anomaly due to critical pump error alarm.